Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012431714 was returned and analyzed. During the visual inspection, the catheter was noted to have been received without the guidewire threaded through it, and no guidewire was provided. Additionally, a kink was observed in the pebax tube. Visual inspection was carried out. The catheter was received without the guidewire threaded through it, and no guidewire was received. Mechanical verification of steering and slide mechanisms: the slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. However, the slide control mechanism was stiff, limiting its full range of motion. Catheter identification and ablation: the catheter was reprogrammed before connecting to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. Hipot and electrical continuity test: testing for the integrity of electrode wire insulation and electrical continuity showed intact electrode wires with no detachment or breakage. Under x-ray examination, the imaging revealed entangled wires within the shaft of the catheter. In conclusion, the catheter failed the return product inspection due to a kink in the pebax tubing and the electrode wired were observed to be entangled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the slider on the loop catheter was difficult to extend forward. Despite the issue, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.